Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation and the inability to evaluate the subject device, a definitive root cause could not be determined. However, no image is likely due to faulty electrical contacts. The event can be detected/prevented by following the instructions for use which state: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance support (tac) via phone that the image on the evis exera iii video system center would cut out. When the scope was connected, the image would cut out; there would be no image, although the display as such would be there. The customer would then power off the unit, and it would work just fine. At the time of the call, there were no errors, and the unit was working properly. Tac advised the customer to monitor the issue. Subsequently, after two days of use, there were no more reported issues concerning the video images cutting out. The customer had two endo towers with some debris buildup in the slot for the video adapter cable's paddle end that was cleaned out with isopropyl and air dried. The customer's technicians have also implemented powering off the towers when swapping scopes. There were no reports of patient harm associated with this event.